Manufacturer narrative:
UDI related data quality updates only. D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. G3): on 11jul2024, the manufacturer received FDA email correspondence identifying a discrepancy in the UDI information (section d of the initial MDR). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2): patient's date of birth unk. A4): patient's weight unk. D4): device lot number, expiration date unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads, one malfunctioning (implanted in 2001), and one capped (from 1992). Spectranetics lead locking devices (lld #2) were inserted into each lead, along with suture, to provide traction. Beginning with the malfunctioning rv lead, a spectranetics glidelight laser sheath and a spectranetics visisheath dilator sheath were used to make steady progress through the vasculature, down to the rv. There were moments of the patient's blood pressure dropping, but the blood pressure would recover and no effusion was detected. The rv lead finally released, and the blood pressure dropped again, precipitously. Rescue efforts began, including rescue balloon. A pericardial effusion in the rv region was confirmed via transesophageal echocardiography (tee), and a sternotomy was performed. An rv perforation was discovered and repaired, and the capped rv lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld #2 providing traction to the malfunctioning rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.